Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during acoustic tumor case, it was observed that the attachment device was heating up. There were no delays in the surgical procedure and the same device was used to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If any additional information should become available, a supplemental medwatch would be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which determined the unit met all manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.